Manufacturer narrative:
Results: the neuron max 6f 088 long sheath (neuron max) was ovalized approximately 33.0 cm from the hub. Conclusion: evaluation of the returned device revealed that neuron max was ovalized. This type of damage typically occurs due to improper handling during preparation. If the device is forcefully gripped or pinched during preparation damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01707, 3005168196-2017-01708.

Event description:
During preparation for a medical procedure, the physician noticed a kink distal to the hub of three neuron max 6f 088 long sheaths (neuron maxs) upon removal of the packaging. The damaged neuron maxs were found prior to use and therefore, were not used in the procedure. The procedure was completed using a new neuron max.